Event description:
After moving the microcatheter over the guidewire to the target lesion, the physician attempted to withdraw the guidewire and it broke. The broken guidewire was removed from the patient. There were no clinical consequences to the patient. Additional information obtained indicated that the guidewire was advanced with force.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the guidewire was received in two fragments: the proximal fragment was measured to be 46.3 cm in length and the distal fragment was 157.5 cm in length. Magnified examination of the fracture site showed the core wire was fractured. The guidewire was bent at the fractures site. From the condition of the guidewire at the fracture site, it appears that the guidewire was bent first and then separated. The guidewire was found to be bent at 14.5cm and 20.0cm distal to the fractures site. The guidewire was bent just proximal to the fracture site and on its distal section at 3.0cm from its distal tip. The guidewire polytetrafluoroethylene (ptfe) coating was examined and it was found to be scraped off very close to the fracture site. The guidewire hydrophilic coating was examined; the coating is present on the guidewire and meets visual specifications. The bending and fracture on the guidewire appeared to be due to excessive manipulation. The guidewire outer diameter was conforming to its required specifications. The guidewire was also conforming to its length specifications. Functional analysis could not be performed due to the anomalies found on the product. Device analysis showed evidence of manipulation from the observed bends and break/fracture. It appears possible that this may have occurred from excessive force against resistance. Because the issue appeared to occur while handling the device during the procedure, the cause for the reported issue is believed to be related to handling damage during use. A cause for the as analyzed ptfe coating peeling was unable to be determined.

Event description:
After moving the microcatheter over the guidewire to the target lesion, the physician attempted to withdraw the guidewire and it broke. The broken guidewire was removed from the patient. There were no clinical consequences to the patient. Additional information obtained indicated that the guidewire was advanced with force.